Manufacturer narrative:
Other applicable components are: unknown lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient has had defective leads and three procedures to replace the leads. Symptoms and additional information related to the third incident remain unknown at this time. No further complications were reported.